Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition for the complaint of an occlusion test failure. The pump's pressure switch test was performed. The pressure switch test was found to be activated properly within the pump's manufacturer specifications. Visual inspection of the pump's event history logs showed "no disposable" alarm messages after reservoir volume reached 4 ml. It's recommended that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump failed the downstream occlusion test. There were no injuries or adverse events reported.